Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. In addition, the inner tubing was kinked/buckled and the lead appeared to have been damaged at implant.

Event description:
It was reported that at the implant the lead helix would not deploy after two attempts to position the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.